Event description:
Per oos, this lead was replaced. Per biotronik rep, this lead was poorly positioned and causing nerve stimulation and could not be repositioned. This lead was replaced with a setrox s 45.